Manufacturer narrative:
The returned screw inserter was evaluated. The tip was confirmed to have fractured. It is likely that the driver fractured due to high forces placed on the screws with bony on growth that occurred while they had been implanted for 12 years. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain adequate instructions regarding proper device usage.

Event description:
It was reported that the tip of three screw drivers broke off while trying to remove a previously-implanted screw that was difficult to remove due to the solid fusion mass during a procedure to address the adjacent level. The procedure was completed using an alternative driver without reported patient impacts. This is report one of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00279 thru 3012447612-2019-00281.

Event description:
It was reported that the tip of three screwdrivers broke off while trying to remove a previously-implanted screw that was difficult to remove due to the solid fusion mass during a procedure to address the adjacent level. The procedure was completed using an alternative driver without reported patient impacts. This is report one of three for this event.